Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and event history log review; the customer problem was verified. The pump was found to have a last error code 1870, degraded downstream occlusion (dso) seal, and a minor crack on the rear case at the top of the right corner. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board, dso sensor, optical disk, rear case, and labels. After the repair, the pump passed all functional tests and performed as intended.

Event description:
It was reported there was system error. There was unknown patient involvement and unknown harm/adverse event was reported.